Manufacturer narrative:
Investigations: visual inspection: the following observations were made during the visual inspection: no abnormalities. Permeability test: the test showed that the progav 2.0 is permeable. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 0.84 cmh2o. This is not within the specified tolerance of 6 cmh2o ± 3 cmh2o. An applied pressure of 6 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 6 cmh2o ± 3 cmh2o. Additional testing did not significantly change the results. According to our results, we can confirm the presence of an accelerated outflow. Adjustability test: the progav 2.0 was found to be non-adjustable within the specified range. Braking force and brake function test: the braking force test indicates that the brake function of the progav 2.0 is present. Due to the non-adjustability of the valve, an investigation of the braking force was not possible. Internal inspection of product: after dismantling of the valve, strong deposits were found in the progav 2.0. Results: based on our investigation results, we can identify a non- adjustability of the valve and an accelerated outflow. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
Age: 5 years; weight: 20.8 kilograms (kg); height: 78 centimeters (cm); gender: female.

Event description:
It was reported that a progav 2.0 (part # fx471t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was difficult to adjust. Reportedly, the progav 2.0 shunt was overdraining and could not be adjusted higher or changed in any way (set at 5). MRI imaging demonstrated overdrainage and required an operation to remove and replace the faulty valve. The patient underwent a revision procedure. The complaint device has not yet been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data available.

Manufacturer narrative:
Manufacturing site evaluation. Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.